Event description:
Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Additionally, it is alleged that metal ions and particles have been released into patients blood, tissue and bone surrounding the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 11/7/2012 - pfs and medical records received. Part/lot was provided, so lot number is being added to the metal insert. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Litigation alleges that patient experienced debilitating pain, discomfort, and soreness in the area of hip implant, thereby, negatively affecting ability to perform activities of daily living. Additionally, it is alleged that metal ions and particles have been released into patient's blood, tissue and bone surrounding the implant. Update rec¿d (B)(6) 2012 ¿ pfs and medical records received. Part/lot was provided, so lot number is being added to the metal insert. There is no new additional information that would affect the existing MDR decision. The complaint was updated on : (B)(6) 2014. Doi; (B)(6) 2009 - dor: none reported (left hip). Patient is a resident of (B)(6). (B)(4) complaint attached. Complaint file content has been scanned and attached. (B)(4) no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges loosening of stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.